Manufacturer narrative:
In regard to this complaint, one shielded totalview endo-illumination probe was received for investigation. As received, the product was in a provided in a plastic bag in an open peel pouch. Visual inspection confirmed the presence of a particle inside the plastic bag. Since its origin could not be determined within dorc, the material was sent to sgs laboratories in belgium for forensic analysis. The results of the forensic investigation based upon ftir and microxrf analysis revealed that the material found in unopened pouch consisted of polycarbonate. This material is not part of the manufacturing process of the light fiber involved. In addition, DHR review did not reveal any anomalies. Furthermore, complaint database review did not reveal similar issues reported for the batch involved. Therefore, based upon the investigation performed, a manufacturer related failure could not be confirmed at this point. The fact that the particle was identified in an opened peel pouch indicates that the the particle most likely was introduced at the health care facility. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. The outcome of this investigation is awaited. As soon as results are available, the root cause investigation will be finalized.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the supplier has been requested to determine the nature and origin of the material identified. As soon as results are available, the root cause investigation will be continued.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.